Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the video cable for the monitor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor for the navigation system display was lost. The site would re-plug the cable for the monitor back in to restore functionality. There was no patient present when this issue was identified. No additional information was provided.